Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient had controller exchanged due to loose power port on (B)(6) 2016. There was no effect on the patient as a result of the exchange.

Manufacturer narrative:
One controller of unknown serial number was not returned for analysis after multiple attempts to get it back were made. Hence, no testing nor evaluation was performed. The event reported as "loose power port" remains unconfirmed. There were no reported adverse patient effects in relation to this event. A root cause could not be determined because the unit was not returned for analysis, and the serial number was not available. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.